Event description:
Wound maceration occurred with an onset of (B)(6) 2011. The patient became aware of the maceration when showering. At the time of the event, the gabalon dose was 70 mcg/day. Severity was considered mild though required hospitalization or prolongation of hospitalization for the treatment of the adverse event. The patient was transferred to an alternate hospital for re-suturing of the wound. On (B)(6) 2011, the hospital noted that there were no signs of infection regarding the wound; and that the wound had been re-sutured. No drug or device therapy intervention was performed regarding the wound maceration. The patient was noted as recovering as of (B)(6) 2011. It was indicated that because the pump had been implanted in a shallow subcutaneous region, it bulged out from the skin. The wound had become strained, and the wounded skin gradually thinned and eventually macerated. The patient did not experience overdose, withdrawal symptoms, or resistance. It was further reported that the patient's dose was adjusted multiple times from (B)(6) 2011 to (B)(6) 2011 in regards to spasm control; the dose was increased from 55 mcg/day to 75 mcg/day over the time frame. The patient's spasticity and adl function vs. Pre-dosing was considered as having significantly improved as assessed on the following dates: (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011.

Event description:
Additional information was reported that the fluid leakage was from the wound ((B)(6) 2012). The severity was not serious, not recovered. The doctor stated that the patient had suffered effusion from the wound, and that, depending on the results of the examination scheduled for the (B)(6) 2012, he may decide to remove the pump/catheter in order to implant a new pump on the opposite side of the current pump site and then replace the catheter with an ascender catheter. According to the patient's another doctor that the manufacturer's representative talked to the patient's wound had not opened up and there had not been any symptoms of infection such as reddening of the wound or fever. An examination was scheduled for next monday ((B)(6) 2012) and depending on the results, removal of the pump/ catheter for a new, replacement pump/catheter might subsequently be performed. It might also be the case that solely a removal would be carried out or even that removal/replacement would not be performed at all. Additional information indicated that according to the examination no infection had been detected in the wound at the pump implantation site or in the back region. The wound at the pump implantation site had opened up, in turn prompting effusion which brought with it the risk of infection. The doctor had decided to remove the pump in order to repair the wound. Signs of infection (fever, reddening and pus) were not observed. The adverse event was related to the quality of the device (e.g. Worsened spasticity associated with pump cessation). An issue with the quality of the device couldn't be ruled out because the device was not tested or the results of the testing were not available. Additional information confirmed that the two dsj ((B)(4)) numbers are the same patient. For one year (period of post marketing surveillance) after pump implant, it has managed by the (B)(4). After the end of post marketing surveillance, it has managed by the (B)(4) as a spontaneous report.

Event description:
Additional information: it was reported that part of the incision site for the pump pocket on the patient's skin had ruptured, resulting in the pump and catheter being visible when viewed through the incision site. During revision the physician expanded the pump pocket and positioned the pump in a deeper location. The patient's condition was stable.

Manufacturer narrative:
Correction: initial aware date was updated to (B)(6) 2011.

Manufacturer narrative:
(B)(4).